Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent. There were no abnormalities reported in relation to anatomy. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that the balloon burst during stent deployment. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Additional information: the device was inspected before use, with no issues noted. Negative prep/purging was performed on the device prior to use, with no issues noted. Lesion was ostial diagonal, very stenosed. No tortuosity. Lesion was not pre-dilated. Resistance was noted while advancing the device to the lesion. Device was moved or repositioned in the lesion prior to the burst. Issue occurred on the first inflation. An inflation pressure of 12 atm was applied prior to balloon burst. Physician did not complete the procedure. Analysis summary: the delivery system returned with stent not present and stent did not return for analysis. The balloon returned with blood visible in the balloon. The balloon failed negative prep. The balloon failed to maintain pressure. The device was placed in the waterbath to disperse the blood in the balloon in order to aid inflation. However, upon second inflation attempt the balloon failed to inflate most likely due to residue. The balloon was again placed in the waterbath overnight. On third inflation attempt balloon would not inflate. Upon visual inspection of the device, a pinhole was observed on the balloon. The balloon material was jagged and uneven at the tear site. The material at the pinhole site was protruding outwards. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.